Manufacturer narrative:
(B)(4): the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The pump was in safe state and reset had occurred. Low battery was also indicated. The pump was successfully updated. On (B)(6) 2011, the pump was replaced. It was noted that the pt had experienced trembling and spasms about two weeks prior and was seen in the emergency room. The pt was diagnosed with a bladder infection, which normally causes the pt to have trembling and spasms. The pt outcome following the replacement was "recovered without sequelae." A f/u report will be sent if additional information becomes available. The drug administered via the pump was lioresal. Additional information will be provided in a f/u report, as it becomes available.